Event description:
Issues were reported by respiratory therapy staff relating to zoll bellvista ventilators; specifically: 1) the devices were rapidly autocycling while on a patient. 2) the oxygen mismatch alarm was activated - this was resolved by replacing the oxygen sensor on all devices. This also prompted zoll to change their protocol on annual preventative maintenance checks to include changing the o2 sensor and to not wait to change on the expiration date. Manufacturer response for ventilator, continuous, facility use, bellavista (per site reporter). Zoll asked us to pull the 6 ventilators out of service and backfill with rental vents. We met with zoll tech support and clinical specialists. Zoll requested to have us send the ventilator data logs to them to review. Thus far, zoll reported back they weren't able to identify a problem from the logs. We'll keep the rental ventilators until this time to be sure we aren't able to replicate the issues with zoll on site.